Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with resetting it. Reportedly; the customer contacted the healthcare provider to obtain alternate insulin therapy.